Event description:
Error 49. The pump was received for evaluation. The evaluation confirmed the customer reported issue of ""error code 49"". Reviewed event log and found no further errors. Replaced power board volumat. After repair, device was found to meet specification.

Event description:
Error 49.